Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider has been made aware by the mom of the end user (B)(6) on (B)(6) 2015 had become wedged in the chair after the tilt-n-space position was activated and unknown to end user the left side bolt was missing from the backrest assembly. The mom alleges the (B)(6) fire dept had to be called in to have the end user removed from the chair and replace the missing bolt.